Manufacturer narrative:
Additional information: no probe sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined as no sample was returned. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe was not functioning during a surgery, however, the probe was aspirating. The product was replaced and the procedure was completed without harm to the patient.